Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 20, 75cm mustang balloon catheter was advanced to dilate the lesion. However, during the third inflation, pinhole rupture was noted. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported.